Manufacturer narrative:
The event was not confirmed. Method & results: -device evaluation and results: not performed as no items associated with the event were returned or made available for identification or evaluation. -medical records received and evaluation: no patient medical records were available for review. -device history review: all devices accepted into final stock conformed to specification. -complaint history review: there have been no similar reported events for this lot ID. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Triathlon femoral inserter 6541-4-807 spring mechanism became locked and unable to connect to the femoral trial. Another sterile instrument set was opened to complete the case. Replacement instrument was provided before surgeon requested the inserter and trial.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Triathlon femoral inserter 6541-4-807 spring mechanism became locked and unable to connect to the femoral trial. Another sterile instrument set was opened to complete the case. Replacement instrument was provided before surgeon requested the inserter and trial.